Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device analysis. The reported no pulsatile blood flow observed coming from the marker lumen was confirmed based on the returned device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no product quality issue identified with this device based on the information reviewed.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, when the proglide was advanced into the artery there was no pulsatile blood flow observed coming from the marker lumen. The proglide was "pushed and pulled" and still no pulsatile blood flow observed coming from the marker lumen. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.